Event description:
Multiple cases of irisvision head-mounted video magnifier devices with batteries that were defective. In one event, the device was left on the charging plate overnight and when the patient went to remove it, they discovered it had melted. The battery expanded on the device causing the device to split open. In another case, the back of the unit had popped away due to the lithium battery being compromised. The reporter added that staff have only seen this occur with the older model irisvisions (>2 years old) and none of the newer model irisvisions (1.5 years or newer). Below is the response from the manufacturer: "I hope this email finds you well. So in regards to your email, I believe what might have happened with the veteran's device is that the battery of the irisvision live phone has expanded. This can happen due to multiple reasons such as overcharging the device and not taking a break from the device and letting it cool down when it's too hot. Also, for your peace of mind, we have never had a case where the device has burned because of an expanded battery. Thank you for emailing me the pictures of the phone and also providing the s/n. As per our record, this device is out of warranty, hence, the way we can get this fixed is that you can take it to any mobile store / mobile repair shop and get the battery replaced. The store person will simply replace the battery and reattach the phone. Just make sure that the software part of the phone is not tampered with and you should be good to go. Let me know if you have any questions. Thank you.¿